Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported leak in the hub when pressurized. Av reviewed the lot history record and there were no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Av conducted root cause analysis and determined the issue may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the superficial femoral artery (sfa). The armada 35 balloon catheter was advanced without resistance to the target lesion. There was no attempt to inflate the balloon because blood was noted to be coming through the hub. The device was withdrawn without issues and a new armada 35 was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.